Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the arm for longer than 48 hours. On (B)(6) 2026, the patient experienced hypoglycemic symptoms, including shaking, eyes fluttering, vomiting, and decreased responsiveness. Blood glucose was reported as 41 mg/dl. Carbohydrates were administered prior to emergency response, including gummy bears, applesauce, and a carbonated beverage. The pod had been removed prior to contacting emergency medical services (ems). The patient was not wearing the pod at the time of medical evaluation. Ems evaluated the patient for approximately one hour. Blood glucose monitoring and supportive measures were provided. The patient was not hospitalized. A diagnosis of low blood glucose was reported. Additional information has been requested, and a supplemental report will be submitted if new information becomes available.